Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use in a severely calcified vessel. During the procedure, it was noted that the balloon ruptured upon third inflation at 6 atm for 15 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.